Manufacturer narrative:
The product has been requested to be returned for eval, but has not been rec'd. Note: instructions for use state that before use, check device for damage. Discard if you have any questions about pt safety. (B)(4).

Event description:
Customer reported that after being used for a few times, the snap lock will not close no matter how much pressure is used. The belts are carefully handwashed. No pt incident or injury was reported.